Event description:
Rn of a home patient reported 1 incident of minicap falling off a patient's transfer set. Rn believes that the issue is related to the transfer set but unable to determine, as the samples of the caps were discarded. Rn noted the patient's set was changed and no antibiotics were administered. Per rn, no pt injury or medical intervention associated with this incident.